Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event ,as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with programing their insulin pump. The customer states they needed help programming their insulin to ration. The customer's blood glucose level was 401mg/dl. The customer states they were checking every two hours to make sure levels were going down. The customer states the last two times the battery was swapped, their settings were reset. The customer had received external ram crc error and unexpected restart alarms. Troubleshoot was conducted. The pump was found to have passed testing and to be functioning as designed. The customer was advised to monitor the device and call back if issues persist.